Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: circular ablation circ loop (model# d-1322-14-si lot# 15969570l). (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a navistar thermocool catheter and suffered diaphragmatic paralysis (requiring no medical or surgical intervention), dyspnea (requiring no medical or surgical intervention), and pulmonary edema (requiring an unspecified medication). During the procedure, the patient developed diaphragmatic paralysis. No interventions were administered. Patient required extended hospitalization of 1 additional day as a result of the adverse event. The issue is ongoing and unchanged. Principal investigator assessed this event as mild in severity, serious, possibly device-related (nmarq catheter), and definitely index procedure-related. Less than 7 days post-procedure, the patient developed dyspnea. No interventions were administered. Issue resolved without sequelae. Principal investigator assessed this event as mild in severity, not serious, not device-related, and possibly index procedure-related. Less than 7 days post-procedure, the patient was diagnosed with pulmonary edema. Interventions included an unspecified medication. Patient required extended hospitalization of 1 additional day as a result of the adverse event. Issue resolved without sequelae. Principal investigator assessed this event as moderate in severity, serious, possibly device-related (nmarq catheter), and definitely index procedure-related.